Manufacturer narrative:
The returned tap was evaluated. Part of the tip was found to have fractured off. The complaint is confirmed. A review of the manufacturing records did not reveal any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that the tip of a tap was bent during surgery; however, product evaluation by zimmer biomet personnel determined the tip was actually broken and not just bent as originally reported. The procedure was completed using an alternative device. The was no report of patient injury associated with this event.